Manufacturer narrative:
Manufacturer comment: following a sterility test on a retained sample of lot 0381-28, it was confirmed that no bacterial growth was present. There have been no other adverse events of a similar nature reported for lot 0381-28. Additional information: a review of all adverse events reported to silhouette lift inc. Confirm no other reported adverse events of a similar nature in association with the treating practitioner. The practitioner underwent re-training on (B)(6) 2019. Conclusion: potential root causes may relate to: too superficial placement of the sutures. Non-aseptic treatment conditions. Poor patient aftercare. There is no evidence to suggest a product defect.

Event description:
The patient was reported to be improving following microneedling treatment.

Manufacturer narrative:
Manufacturer comment: a review of the batch records has been conducted which confirms that lot 0381-28 was manufactured and released per set specifications. There is no evidence of a product defect. A batch trend review shows no other events of a similar nature associated with this lot. Retained sample testing has been requested and the results will be submitted within a follow-up report. Clinical comment: two sinclair medical advisors are both of the opinion that the patient has experienced an infection following treatment which is likely attributable to poor patient aftercare, non-aseptic treatment conditions and/or too superficial placement of the sutures. Conclusion: the investigation is ongoing and the investigation conclusion will be provided within a follow-up report. (B)(4).

Event description:
A patient underwent treatment with silhouette instalift in (B)(6) 2019 on an unknown date. Four sutures were inserted in each side of the face and two sutures were inserted in each side of the neck. The patient contacted the physician during the week commencing (B)(6) 2019 to report that they were experiencing redness. During a follow-up appointment on (B)(6) 2019 the patient presented with redness and swelling. The physician released some pus from the affected area and prescribed the patient with antibiotics. On an unknown date the patient underwent three rounds of aspiration and a sample of the aspired material was sent for culture testing. The patient has received the following medication: septra antibiotic (trimethoprim/sulfamethoxazole), keflex antibiotic (cefalexin), bactroban topical antibiotic (mupirocin), hibiclens (chlorhexidine) face wash, warm compresses. No updates on the patient's current status have been received at this time.